Manufacturer narrative:
The investigation into the vf/vt/af/at issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported an impella cp in a 39yo male patient for mechanical circulatory support. It was reported that during insertion of impella, the patient immediately went into ventricular fibrillation as the pigtail was inserted in the left ventricle. The insertion of impella device was then aborted. The patient was sent for higher level of care on pharmacological support. No additional information was provided.

Manufacturer narrative:
The impella device has not been returned for evaluation. When the investigation has been completed, a supplemental report will be submitted. The failure mode is monitored and trended.